Event description:
It was reported that the central station did not alarm when there was a yellow alarm from 9.27-9.37pm on (B)(6) 2026. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporting address state: (B)(6).